Event description:
It was reported that during power up sequence, the cardiosave intra-aortic balloon pump (iabp) had cell test failure 10. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. Logs reset and system time/date was incorrect. Inspected logs and found event log fault 54 indicating corruption and zeroing of nvram permanent and update sections. Fault 54 could not be duplicated after restart as per manual. Recalibrated all transducers without issue. Updated system date/time settings. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, investigation conclusions). Corrected field: h6(medical device ¿ problem code).

Event description:
N/a.